Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set leaked. The issue was identified during heparin infusion. Drips in drip chamber and coming out of IV tubing, patient IV patent. There was no report of patient injury or medical intervention associated with this event. No additional information is available.